Event description:
Doctor was operating an ent case using medtronic navigation's fusion system. During surgery, the pt experienced a cfs leak. The doctor requested medtronic navigation to investigate the system further to determine if adverse event was caused by system inaccuracies.

Manufacturer narrative:
Pt scans were obtained and reviewed by medtronic engineer. Pt scans were found to not follow medtronic navigation's imaging protocol. Site was trained on proper imaging protocol and have not had any further issues.